Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. The device was also received with a scratched lcd window, cracked reservoir tube, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when she woke up, her blood glucose level was 385 mg/dl and when she went to deliver a bolus, she found that the display was blank and treated with manual injection. She had changed the battery multiple times but the display remained blank. During troubleshooting, the customer stated that the insulin pump was not dropped or exposed to moisture and the battery cap, compartment and spring were not damaged or corroded. The display did not return after cleaning the cap and inserting the battery after 10 minutes. She was then instructed to remove the battery for 2 hours and call back. She called back later and stated that the display did not return after the two hour reset. Blood glucose was 339 mg/dl; treated with syringe. She stated her blood glucose had come down but had gone up to 404 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.